Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter with its separated tip was returned for evaluation. The tip surface was scratched most likely by calcium. Circumferential cracks were observed proximal to the torn end of the tip where stretched tip polymer and inner jacket were also observed, indicating tensile stress had caused tearing of the tip. The separated tip was stretched along with circumferential cracks. A dent and a slit likely caused by some sharp and edgy object were on the separated tip. The separated tip turned into 2.8mm long while the original length was 2mm long. Tearing of the tip occurred at the junction of polymer segment and polymer-and-braid tube segment of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed separation of the tip of the returned caravel microcatheter. The applied stress would exceed the product design limit when the tip was being caught by calcium. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had become separated during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in #2-3 segments of the right coronary artery. An asahi sion blue guide wire was delivered down to the peripheral rca and followed by the caravel to replace the sion blue with a rotawire. A 1.5mm rota burr was used to perform rotational atherectomy. When another wire exchange was about to be done, the separated tip of the caravel was found on the rotawire. The separated tip was retrieved with the rotawire. The pci was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event and the patient was discharged without problem.